Event description:
The caller reported the cuff on the tube would not deflate. The caller stated her physician told her to cut the inflation line if the cuff would not deflate. A non-routine replacement of the tube was required. The tube was discarded.